Event description:
It was reported that the valve was obstructed at the moment of implant. There was no impact to the patient.

Manufacturer narrative:
(B)(4). The valve was patent and there was no evidence of obstruction. However, the valve did not meet the requirements for leak testing due to a tear on the side of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.